Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure the surgeon was using a single purpose drill as well as drill sleeve, depth gauges and a torque limiting driver. One of the four locking screws went through the plate into the bone, while the surgeon was re-tightening it into the most distal hole at the styloid process side with the driver after a guiding block was attached to the plate. The other screws were successfully retightened by the identical driver. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Method: a device history records review could not be completed. The lot number could not be found in synthes records. It is possible it is a wrong lot number.

Manufacturer narrative:
Additional narrative: device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received.